Event description:
A medtronic representative reported that, while in a cranial procedure, when merging an intraoperative magnetic resonance imaging (imri) scan from navigate with the registration exam, the software unexpectedly exited to the logo screen. In trouble-shooting, a hard re-boot restored normal function and the cranial application was re-entered. The patient registration and merge remained present. Navigation continued. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age, gender and weight were not made available from the site. On (B)(4) 2015, a medtronic representative, following-up at the site, reported there was no delay in the procedure. On (B)(4) 2015, reported issue could not be replicated during a system check-out performed by the medtronic representative. No further issues have been reported.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. System logfiles were analyzed: the logfiles do not indicate why the system exited. It is suspected this issue may be related to memory corruption. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.